Event description:
It was reported the insulin pump had a blank display. Customer's blood glucose was unknown. The device was not dropped nor exposed to moisture, or damaged. It was unknown if the battery cap was damaged or corroded. The battery compartment and springs were noted damaged or corroded. A new battery and device persisted with issues. A new battery cap was set to the customer. The insulin pump is not returning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.